Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in the united kingdom using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported leakage of liquid waste on their alinity m instrument. The customer reported that a new user failed to connect the tubing of the liquid waste with the liquid waste bottle. The liquid waste overflowed out of the system solution drawer and left the footprint of the instrument onto the floor. A field service engineer (fse) was dispatched. The customer was advised to clean the instrument with appropriate personal protective equipment (ppe) and to switch the instrument off and not use it anymore. No user was exposed to hazardous material. The fse arrived at the site and cleaned the system solution drawer and bulkfill nest position. The issue was resolved. The leak was cleaned using correct ppe. There was no injury or exposure to hazardous material. Verification checks were carried out and correct.